Manufacturer narrative:
Product event summary # (B)(4) -the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. A visual analysis was performed only.

Event description:
A cardiac resynchronization therapy defibrillator system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately five months post the implant of the device, left ventricular pacing lead and right ventricular defibrillation lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death was requested and not received. Follow-up is in process; no information has been received, should the requested additional information be subsequently received it will be considered and processed accordingly. Concomitant products: (B)(4) 2011 (B)(6); 419688 implantable pacing lead 2011 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received from the funeral home indicated the patient's cause of death was atherosclerotic cardiovascular disease.